Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that patient underwent right ureteroscopic laser ablation of stone and ureteral stent placement on (B)(6) 2011 due to right ureteral stone. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent vulvar punch biopsy due to sui with urethral hypermobility and vulvar lesion. It was reported that following insertion the patient experienced urinary/bowel problems and dyspareunia. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
.